Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient has experienced pain, difficulty walking, swelling, and elevated metal ion levels.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient has experienced pain, difficulty walking, swelling, and elevated metal ion levels. Doi: (B)(6) 2007 - dor: none reported (left hip). Patient is a resident of (B)(6). Update: 12/17/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 26 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. There were no new allegations found in the ppf. Added the stem to the impacted products to addressed previous allegation of elevated metal ions. Updated patient codes. Doi: (B)(6) 2007 - dor: none reported (left hip).